Event description:
Clinical history: pt was a female with a significant pocket infection that indicated urgent lead removal. This pt was very ill and the pocket infection quite large, with copious amounts of purulence extracted upon opening the site. Procedure: cardiac lead removal. Upon pulling the distal portion of the lead away, the pt's blood pressure dropped. Thoracotomy was performed with internal cardiac massage. The cardiothoracic surgeon was at the bedside within five minutes. A tear in the svc was noted by the CT surgeon during the resus. Their efforts to revive the pt were unsuccessful. Patient outcome: death. Preliminary investigation: a failure analysis of the device was not performed due to it being discarded during the resus. The physician reported that he did not believe the sls contributed to the death of this patient.